Manufacturer narrative:
Complaint conclusion: during an interventional procedure, the tip of the cannula needle of an outback ltd re-entry catheter would not deploy at the re-entry site. The device was exchanged for another product and the procedure successfully completed with no reported patient injury. The event involved a patient undergoing an interventional procedure in an unspecified target lesion. Details regarding the site and characteristics of this lesion were not provided. The site reported that the outback catheter was stored and prepped according to the instructions for use (IFU). The catheter was advanced over a non-cordis wire to the target lesion. During attempts to re-enter the target vessel, the cannula needle of the outback catheter would not deploy. The device was withdrawn and the procedure successfully completed with another outback catheter without patient injury. The site reported that the physician had been trained in the use of the device. When the device was returned for evaluation, a preliminary inspection of the device revealed that the distal tip was nearly detached. Clarification from the site was obtained to confirm that this damage had occurred during post-procedural handling, packaging or shipping and not during the procedure itself. A non-sterile unit of outback was received inside of a plastic bag. Visual analysis revealed a kink condition 2 cm from the distal tip. The tip was noted to be nearly detached from the device. When the device was straightened, the tip was separated from the catheter. No other damages were noted. Functional analysis was performed and when the deployment handle was actuated, the cannula/needle could not be deployed due to kinked condition of the distal tip. However, the cannula/needle was observed within the outback. Cannula deployment length could not be measured due to distal tip¿s kinked condition. The outback catheter was inspected under the vision system and plastic residuals from the nosecone were observed on the inner liner; along with welding marks. The edge of the tip showed evidence of elongation in the plastic. A review of the manufacturing records revealed that this lot of products met specification prior to release. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the limited clinical information provided, it is not possible to determine what factors may have contributed to the cannula deployment event. However given the kinked condition of the distal tip, procedural factors may have contributed to it. The reported ¿cannula/needle ¿ deployment difficulty¿ event could not be confirmed due to the kinked condition of the distal tip. The reported ¿catheter tip/distal tip ¿ fractured¿ event was confirmed. The exact cause of the fracture was confirmed by the site to be associated with post-procedural handling and/shipping. Neither the DHR review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the cannula tip of the outback re-entry could not be deployed at the re-entry site. The catheter could be withdrawn without any problems and the procedure was finished with another outback successfully. The outback has been used with a non-cordis guidewire. The catheter has been prepared according to the instructions for use (IFU). There were no negative consequences for the patient reported. The product was stored according to labeling instructions. The user was trained. No additional information including target lesion information is available. Addendum: the product was returned for inspection. Preliminary inspection of the returned product indicated that the distal tip of the device was nearly detached.